Event description:
Same case as MFR#: 2134265-2013-00622. It was reported that during a percutaneous transluminal angioplasty in the lower leg the balloon stuck on the wire. A non bsc guide wire was placed distally into the left leg of the patient to dilate the superficial femoral artery. The first balloon, charger 6.0 x 120 mm, was inserted ad could not be advanced over the guide wire. This balloon was able to be removed. With the same wire still in place a second balloon, charger 4.0 x 100 mm was inserted over the wire and became stuck on the wire. While attempting to remove this balloon the balloon started to stretch some and the physician was concerned that the balloon would have torn if he continued to pull on it, therefore, he removed the balloon and the wire together as one unit. A third balloon, charger 4 x 20 mm, was inserted over a new non bsc guide wire and this balloon became stuck on the wire as well. A non bsc balloon was used to complete the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2013-00622. It was reported that during a percutaneous transluminal angioplasty in the lower leg the balloon stuck on the wire. A non bsc guide wire was placed distally into the left leg of the patient to dilate the superficial femoral artery. The first balloon, charger 6.0x120mm, was inserted ad could not be advanced over the guide wire. This balloon was able to be removed. With the same wire still in place a second balloon, charger 4.0x100mm was inserted over the wire and became stuck on the wire. While attempting to remove this balloon the balloon started to stretch some and the physician was concerned that the balloon would have torn if he continued to pull on it, therefore, he removed the balloon and the wire together as one unit. A third balloon, charger 4x20mm, was inserted over a new non bsc guide wire and this balloon became stuck on the wire as well. A non bsc balloon was used to complete the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the wire found that the guidewire was stretched and coiled at one end. No kinks or damage were noted with the device. It was not possible to pass the stretched coiled section of the guidewire through the wire lumen of the charger device. However, using the other end of the guidewire, it was possible to pass this end of the wire through the tip and wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of caused by other device. (B)(4).